Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "needles in the pack were blunt"(dull). The surgeon reported that upon suturing the os limbus to the conjunctiva, the needle would not pierce. Both needles in the pack were blunt. The doctor used another suture to suture the wound. No pt impact was reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).